Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that during a psf surgery whilst locking in the set screws upon tightening surgeon noticed/claimed that the set screw had sheared the threads in the screw. The screw was replaced as well as rod and also 3 x set screws. I removed the implants for inspection. Set screw sheared the threads on screw. One set screw damaged other 2 replaced. Rod was replaced as it was bent to shape and surgeon needed to insert a new rod. Surgery was delayed for 20 minutes but the procedure was successfully completed. No fragments were generated. There was no patient outcome/ consequences. Concomitant device reported: verse correction key (part:199721000; lot# unknown; quantity: 2) . This report is for one (1) verse correction key. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: osh, kwq,mni, nkb and kwp. Part# 199721000. Lot # atmdcm. Supplier: affiliate switzerland batch1: lot units were released on 08 apr 2016 with no discrepancies. No non-conformance reports were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the verse correction key was stripped from the threads. A dimensional inspection for the verse correction key was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the verse correction key would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.